Event description:
It was reported that the blue (mesh) pad on the tip of the c4101 a-trac insert fell off into the pt during a laparoscopic bowel resection procedure. The pad was removed form the pt without injury or complications.